Event description:
Attorney alleges plaintiff had a rupture, capsulotomy and has developed multiple physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breast feed, arm/neck pain, gross scarring, atypical connective tissue disease, anxiety, stress, pain and suffering.